Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device was affected. The recipient was re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The child is rough-playing but parents denied significant falls, head injuries or illness beyond normal cold. Parents have not noticed changes in hearing performance with the device at home, but recipient is a full-time bilateral recipient. Follow-up is planned, until then parents will closely monitor recipient's performance with the device.